Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic placement of a polyflex esophageal stent for treatment of a refractory benign stricture in 2005. In 2006, the patient presented with bleeding. The clinician reported that the stent had eroded through the esophagus. The patient expired the same day. The cause of death has been identified as aorta entera fistula.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.